Event description:
Edwards received information that a mitral bioprosthetic valve model 7300tfx-29mm was explanted at implant due to significant mitral regurgitation identified on echo. The surgeon had to go back, explanted the valve, and replaced it with another model 7300tfx-29mm which appeared to function properly. Report indicates there was bleeding and an estimated 6+ hours of additional or time associated with the malfunctioning valve. The surgeon reported that it appeared as though the valve was open as ¿perfect circle¿. The valve was kept and can be returned.

Manufacturer narrative:
Device evaluation: functional testing was conducted and identified that upon receipt this valve performed as intended. Gross observation of the device identified that the valve exhibited multiple folds on the free margins of all three leaflets. The free margins of leaflets 1 and 2 at commissure 2 was folded towards the cusp of leaflet 2 and the free margin of leaflet 2 at commissure 3 was also folded towards the cusp of leaflet 2. An indentation was also observed on the free margin of the inflow side of leaflet 2 at commissure 3. The free margin of leaflet 3 at commissure 1 was folded inward. Creases were observed on the cusps of leaflets 1 and 3 and a circular depressed area was also observed on the cusp area of leaflet 3; depressed area was approx 4mmx4mm. Based on our evaluation we were unable to confirm the clinical observation and conclusively determine the root cause of this event. However, leaflet folds/creases are characteristic of a force being applied on the leaflets in the retrograde direction (towards the sewing ring) for some period of time. Generally, retrograde forces can be caused by a suture loop, chordal interference, or prolonged contact with an instrument used during the surgery. Additionally, the morphology of the compression mark on leaflets 1 and 2 near commissure 1 is consistent with a suture or chordae indentation. The circular indentations on leaflet 3 are consistent with prolonged contact with a vacuum device. Either suture looping or chordae interference could inhibit coaptation in vivo, and could be responsible for the reported leak observed on echo; yet allow the valve to function properly after explant when the leaflet interference is no longer present. The IFU has been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Clinical report of regurgitation could not be confirmed. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Trivial/trace to mild amounts of mr are not unusual in bioprosthetic valves in the immediate post-operative setting, and is usually tolerated by patients. However, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Trends are monitored on a monthly basis and if action is require, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: the subject device was received, but evaluation has not yet been completed. Edwards' attempts to obtain additional details and records about this event are ongoing. New event information and device evaluation results will be reported when received/completed.